Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 20mm, was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found a break 58cm from the distal tip and multiple instances of stretching and kinking throughout the shaft. The hypotube and manifold of the device was not returned. The balloon had a complete circumferential tear approximately 7mm from the proximal edge of the balloon sleeve, the distal section of the balloon tear was pulled over the distal bumper tip however no sections of the balloon had detached. A microscopic examination of the bumper tip showed no signs of distal tip damage.

Event description:
It was reported that shaft break occurred, requiring additional intervention. The patient presented with coronary heart disease and underwent coronary angioplasty. The 90% stenosed target lesion was moderately tortuous and severely calcified. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. The balloon was deflated, and a little resistance was felt when removing the device. However, the distal portion which was 30 centimeters of the balloon that connects to the hypotube was detached. The fractured part of the device was trapped with another coronary balloon. A 2.0 x 20 emerge balloon catheter was then used to complete the procedure. No patient complications were reported.

Event description:
It was reported that shaft break occurred, requiring additional intervention. The patient presented with coronary heart disease and underwent coronary angioplasty. The 90% stenosed target lesion was moderately tortuous and severely calcified. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. The balloon was deflated, and a little resistance was felt when removing the device. However, the distal portion which was 30 centimeters of the balloon that connects to the hypotube was detached. The fractured part of the device was trapped with another coronary balloon. A 2.0 x 20 emerge balloon catheter was then used to complete the procedure. No patient complications were reported.